Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had intravascular infection involving ICD with a suspected cause of urinary tract infection (uti). Moreover, a vegetation of the rv lead was noted. Additional information indicates that the patient had system extraction due to suspected endocarditis and the patient condition coupled with ejection fraction improvement led to extraction. There were no additional adverse patient effects reported. The rv lead was explanted.